Manufacturer narrative:
Additional information: the lesion was mildly calcified and had mild stenosis. The device inspected before use. No difficulties were noted when removing the protective sheath and packaging stylette. No resistance was noted while advancing the device to the lesion. No difficulties were noted during inflation of the device. The balloon failed to deflate. The deflation difficulties occurred on first inflation. The device was not moved or repositioned prior to the deflation difficulties. 10cc water/5cc contrast was used. Product analysis summary: the balloon folds were expanded. Contrast was visible in the inflation lumen. Deformation was evident to the distal tip. Stretching was evident to the proximal balloon bond. Stretching was evident to the transition shaft. The mandrel would not load through the inner lumen most likely due to deformation in the guidewire lumen. It was not possible to inflate the balloon in order to perform deflation testing, due to the condition of the returned device. There was no other damage evident to the remainder of the device. Image review: a non-contrast image shows a stent deployed. There is no information relating to the reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a euphora rx ptca balloon catheter to treat a mildly tortuous lesion located in the distal circumflex (cx) artery. There was no damage noted to the packaging and no issues noted when removing the device from the hoop. It was reported that the balloon would not deflate at the lesion site. All devices were removed from the patient. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.